Event description:
An attorneys' office is filing a letter notice under case reference (B)(4) alleging that a heating pad was the cause of a fire to its client's property and alleging another tenant's death.

Event description:
An attorneys' office is filing a letter notice under case reference (B)(4) alleging that a heating pad was the cause of a fire to its client's property and alleging another tenant's death.